Manufacturer narrative:
The cause of the discrepant pt inr results is under investigation. The siemens diagnostics inc. Field service engineer examined the instrument and found an instrument issue, a blocked filter in the water line which may have contributed to the event. Subsequently, additional analysis of results from the affected instrument showed a misalignment causing a sample shift by one position. Analysis of instrument files revealed a barcode and rack moving error. The complaint is under further investigation. No similar complaints on other bcs-xp instruments have been filed. The affected instrument has been decommissioned at the customer site and the unaffected alternate bcs-xp instrument is in use.

Event description:
A discordant normal range prothrombin time (pt) inr results were obtained on a patient sample on oral anticoagulant therapy. It is unknown if the patient result was reported to the physician. The sample was and a results was obtained in agreement with physician expectation. It is unknown if patient treatment was altered on the basis of the discordant normal. There is no report of adverse outcome to the patient as a result of the discordant normal pt inr result.